Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification .: serial number (B)(4), lot number 62874. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts lost in the anterior chamber. Surgery was completed with another xen®45 gts in the left eye. There was no eye injury.